Event description:
It was reported that two episodes of noise were detected over the last 18 months. Noise was observed via egms. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.